Manufacturer narrative:
Philips has investigated this complaint. According to the information collected, the reported issue occurred during a planned vascular procedure. The procedure was continued using the wireless footswitch after a system restart re-established the connection. A philips service engineer inspected the wireless footswitch onsite and replaced the wireless footswitch. Philips has confirmed that the reported failure is due to a connectivity issue. Due to a firmware bug the wireless foot switch can suddenly stop responding when a number of ambient conditions coexist, such as emc disturbance and the presence of other wireless devices in the room. Philips has initiated a medical device correction/field safety corrective action (2021-igt-bst-020). Philips has attempted to obtain patient information. However, the customer has not provided the requested information. Updated codes based on investigation. Updated pt, info from no information to asku.

Event description:
It has been reported to philips that the wireless footswitch was losing connection with the system. The system was in clinical use. No harm has been reported to philips. Philips has started an investigation of this complaint.